Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a fluoroscopy check was performed and showed no infolding past the 2nd node. This confirmed a good load and no other markings or disruption in the valve. The valve was deployed at 80% when the valve was noted to be constrained and an infold was seen. It was determined to recapture the valve and remove the valve and delivery catheter system (dcs) from the patient. A new valve and dcs was loaded and checked under fluoroscopy again. No issues were noted. The dcs was inserted, and the valve was deployed at 80% with severe constraining was noted on the valve. At the time, it was suspected that a potential bicuspid nature of the native valve that may have been overlooked. A recapture was performed and the dcs and valve was removed. A pre-balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) non-medtronic balloon. The valve was checked again under fluoroscopy, and it was determined to be a good load. The valve was implanted successfully. Of note, the initial valve was deployed at the back table, and it showed an infold from the inflow to about 80% of the valve. It was believed that the native tissue was most likely the cause for the constraint and forced the valve to infold as the valve was recaptured while crossing the natural annulus. No additional adverse patient effects were reported. Additional information was received that the second valve was reinserted into the patient for implant following the pre balloon aortic valvuloplasty (bav). Of note, there was approximately a 5 minute or less procedural delay that occurred. Per the physician, there was a possibility that this may have been a bicuspid valve that was potentially missed in the pre-case discussions.